Event description:
Customer reported a temperature sensor error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the temperature sensor connection. System operates as intended.